Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 340mg/dl. A correction bolus was delivered to address bg. Customer alleged the pump did not perform as intended. Reportedly, the customer continued to use the pump for insulin therapy.